Manufacturer narrative:
Additional information received: the status of the eye was reported to be within normal limits. Patient is being monitored for ocular hypertension. Corrections: patient did not have intraocular injections. (B)(4)

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in a micro centrifuge vial. Visual inspection found no visible damage to the lens. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2 mm micl13.2, -9.5, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to observation of excessive vault, elevated intraocular pressure without pupil block and angle closure, glare/haloes, and blurred vision. Additional surgical intervention (yag) and medical intervention (intraocular injection) were performed/prescribed. Additional information has been requested. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: lens returned in liquid in lens case/vial. Visual inspection found no visible damage to lens. Dimensional inspection found lens within specification. Corrected data: correct date is (B)(6) 2018, (B)(6) 2018 is incorrect. Claim # (B)(4).